Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd" pmcf-safetyglide-syringe needle was missing scale markings on 3 occasions. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via survey response that the clinician experienced scale marking missing/illegible (3). Additional information related to what leaked and from where states: "insulin" "syringe".